Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that one week post-placement during a treatment interval, complete catheter backfill was observed. Despite repeated flushing and sealing attempts by department staff, the backfill persisted. After replacing the extension tube, the issue remained unresolved. Staff attributed this to valve quality defects. The catheter was subsequently removed and replaced with a spare catheter to complete placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter and the connector assembly. No damage or evidence of an occlusion was observed on the sample in the returned photograph. Use residue was observed on the catheter shaft. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.